Manufacturer narrative:
Based on the information available, a general reagent issue can be excluded. The investigation stated inadequate cleaning of the sample probe and pre-analytical issues can cause low results.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for chol2 cholesterol gen.2 (chol2) on a cobas 6000 c (501) module. The initial chol2 result was 13.9 mg/dl. This result was reported outside of the laboratory where it was questioned by the patient¿s mother who contacted the customer. On (B)(6) 2017 the sample was repeated and the result was 172.6 mg/dl. This result was reported outside of the laboratory and was believed to be correct. There was no allegation that an adverse event occurred. The chol2 reagent lot number was 236242 with an expiration date of 31-jan-2018. There was no documentation that the sample probe had been cleaned on 12-aug-2017. The field application specialist (fas) visited the customer site and checked sample probe alignment which was acceptable. The fas suspects an issue related to daily maintenance that was not performed or a possible pre-analytic issue. Quality control results were acceptable. The investigation is ongoing.